Event description:
It was that during an implant procedure, a stylet was unable to be advanced over the right ventricular (rv) lead, and the stylet was unable to be removed from the rv lead. Malfunction was alleged on the rv lead. The rv lead was not used and another rv lead was sued to complete the procedure. The patient was discharged and no additional patient consequences were reported.

Manufacturer narrative:
Additional information: h10 : a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of stylet insertion and removal issue was confirmed. As received, a complete lead was returned in one piece with stylet found inserted inside the lead. X-ray inspection found over-torque of the inner coil inside the connector region consistent with procedural damage. Unable to test the stylet insertion/ removal due to over-torqued inner coil inside the connector region. The cause of the reported event was isolated to the over-torque of the inner coil.